Event description:
It was reported the device lost settings and data during testing. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found smiths tampered seal label was intact. The customer stated problem was confirmed. Main board -internal battery had low voltage, unable to hold on current; data memory: device had a late ,date and time, event log date. Recharged the internal clock battery for 200 hours. Cleared error code and reinstalled the software. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.